Event description:
It was reported to philips that the allura device would not produce x-rays when commanded. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that footswitch paddle for exposure didn¿t work. The rse advised to clean the footswitch. After cleaning of footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.